Manufacturer narrative:
The failure investigation has been completed and the alleged alert data error issue was verified while based on the analysis, the alleged cgm, general-graph issue could not be verified.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that data points were missing from the continuous glucose monitor graph. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.